Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, drawings, manufacturing instructions, quality control data, and specifications. Fourteen devices were returned for investigation. The 5 opened devices were returned in shipping trays with the basket sheath smashed in the lid of the tray. The 9 unopened device packages were yellowish in color. The opened devices were all returned with the handles in the closed position. The basket formations were in opened position. Opened device 1 the collet knob was found to be tight. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The handle will move the basket assembly but does not retract the basket formation into the basket sheath. A visual examination noted the basket assembly coil is bent at 7 mm from the bottom of the basket formation and again 1.1 cm from the bottom of the basket formation. With the handle in closed position, 4.5 cm of the coil is protruding from the end of the basket sheath. The handle was disassembled. The basket formation can be manually actuated. The support sheath and basket sheath were found to be detached. There is no glue visible on the basket sheath were the support sheath should be adhered. Opened device 2 the collet knob was found to be tight. The mlla is tight. The pett measures 2.8 cm in length. The handle will move the basket assembly but does not retract the basket formation into the basket sheath. The handle was disassembled. The basket formation can be manually actuated. The support sheath and basket sheath were found to be detached. There is no glue visible on the basket sheath were the support sheath should be adhered. Opened device 3 the collet knob was found to be tight. The mlla is tight. The pett measures 3 cm in length. The handle will move the basket assembly but does not retract the basket formation into the basket sheath. A visual examination noted the support sheath is slightly bowed in appearance. The handle was disassembled. The basket formation can be manually actuated. The support sheath and basket sheath were found to be detached. There is no glue visible on the basket sheath were the support sheath should be adhered. Opened device 4 the collet knob was found to be tight. The mlla is loose. The pett measures 2.9 cm in length. Approximately 1.6 cm of the basket assembly coil is protruding the end of the basket sheath. A visual examination noted the coil is bent at the bottom of the distal cannula, possibly from manner the device was returned. The support sheath and basket sheath were found to be detached. There is no glue visible on the basket sheath were the support sheath should be adhered. Opened device 5 the collet knob was found to be tight. The mlla is finger tight. The pett measures 3.1 cm in length. The support sheath and basket sheath were found to be detached. There is no glue visible on the basket sheath were the support sheath should be adhered. The nine unopened devices were opened for investigation. 1. The handle actuated the basket formation and the support sheath and basket sheath are still adhered. 2. The mlla is loose. The handle actuated the basket formation. The support sheath and basket sheath came apart when the security was checked. A visual examination of the basket sheath noted no glue is visible on the basket sheath. 3. The mlla is loose. The handle actuated the basket formation. The basket sheath and support sheath are detached. A visual examination of the basket sheath noted no glue is visible on the basket sheath. 4. The mlla is loose. The handle actuated the basket formation. The support sheath and basket sheath are still adhered. 5. The mlla is finger tight. The handle actuated the basket formation. The support sheath and basket sheath are still adhered. 6. The mlla is loose. The handle actuated the basket formation. The support sheath and basket sheath are still adhered. 7. The mlla is finger tight. The handle actuated the basket formation to the open position but would not fully close the basket formation; 5 mm of coil protruded when in closed position. A visual examination noted the support sheath and basket sheath are detached. 8. The mlla is finger tight. The handle actuated the basket formation. The support sheath and basket sheath are still adhered. 9. The mlla is loose. The handle actuated the basket formation. When the security of the basket sheath and support sheath was checked during investigation, the sheaths came apart. Glue is visible on the basket sheath. In conclusion, the five open devices were found to have detached support sheaths and basket sheaths with little to no glue visible on the basket sheaths. Of the nine unopened devices, four devices had the support sheath and basket sheath detached; with only one of the four devices showing evidence of glue being used on the basket sheath. A review of the device history record found related non-conformances. A review of complaint history records revealed one other complaint for multiple devices with the same issue from a different customer associated with device lot number 8668044. The complaint devices were found to be non-functional due to the basket sheath separating from the support sheath. The basket sheath is held in place by being glued to the support sheath. Investigation of the returned devices found an issue with the glue. Reside should have been observed between the basket sheath and support tube, but little or no glue residue was observed. The investigation conclusion is cause traced to manufacturing: manufacturing deficiency. Cook medical has notified the appropriate personnel the operator for the lot was retrained in the applicable procedures related to the gluing operation. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a stone extraction procedure the ncircle delta wire tipless stone extractor basket could not be closed. Additional patient and event information received during follow up with the customer indicated that during a second ureteroscopy (urs) procedure to retrieve the rest of the stone fragments in the lower kidney pole, the ncircle delta wire tipless stone extractor baskets were tested prior to use. As reported, six baskets were tested and the baskets were not closing. The extractors were not used on the patient. According to the initial reporter, no unintended portion of a device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event details and the patient outcome have been requested.

Event description:
Additional information was received on 26jul2018. All six baskets were found to not be able to close during this single procedure. A cook ngage nitinol stone extractor was used to complete the procedure. The procedure was successful and the patient is now stone free.